Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Based on the evaluation, it was observed that the sensing wire of the catheter was kinked. The returned catheter was inflated with 10ml of water and allowed to stabilize the temperature. The resistance across the thermistor plug was measured and a reading was obtained. This sample met the interchangeability tolerance. The exact cause on how and when problem occurred could not be determined. A potential root cause could be: configuration issue/defective part from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubberlatex (2)patients with known allergy to silver coated catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the middle part of the senser cable was kinked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the middle part of the senser cable was kinked.